Event description:
It was reported that the user experienced an insulin delivery occlusion while using a contact detach infusion set, which was only resolved after changing the infusion set supplies; the event coincided with elevated glucose readings that were potentially confounded by concurrent sensor issues. Investigation of this case revealed an obstruction of flow associated with a deformation problem localized to the connector/coupler component of the infusion set. No adverse clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.